Manufacturer narrative:
Film evaluation summary: the exact endoleak type and cause reported during implant could not be determined from the pre-implant films provided. Images during implant were not provided, and the reported endoleak could not be assessed. Return of angiograms (including endoleak interrogation) which could have allowed for a more comprehensive determination of the endoleak source/cause, and post-implant CT¿s, were also not provided. It was reported that the endoleak was reduced following implant of the 6 endoanchors; therefore, this may have been a proximal type I endoleak potentially due to the conical-shaped neck which ranged in diameter from 19.5 ¿ 24mm. While a type iii fabric endoleak cannot be ruled out, this may have also been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this potential type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 46 mm diameter abdominal aortic aneurysm on (B)(6) 2019. The patient had a conical neck of length 40 mm and diameter 20-23 mm. Mild calcification and thrombus was present in the neck. The diameters of the left and right iliac arteries were 11-16 mm and 11-12 mm, respectively. Mild calcification was present. It was reported that during the index procedure, the evar was performed in typical fashion. Upon the completion angiogram, an endoleak was observed. After performing additional angiography, the physician felt that the leak was a type iii. The physician then successfully implanted an additional limb (B)(4) into the existing left limb (B)(4), however the endoleak was still present. The physician then implanted an additional limb (B)(4) within the existing right limb (B)(4), however the angiography showed that the endoleak persisted. The physician then successfully implanted 6 heli-fx endoanchors. Angiography then showed a reduced endoleak compared to the previous angiograms. The physician then decided to end the procedure. As per the physician, the cause of the event cannot be determined no additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 17-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 46 mm diameter abdominal aortic aneurysm. The patient had a conical neck of length 40 mm and diameter 20-23 mm. Mild calcification and thrombus was present in the neck. The diameters of the left and right iliac arteries were 11-16 mm and 11-12 mm, respectively. Mild calcification was present. It was reported that during the index procedure, the evar was performed in typical fashion. Upon the completion angiogram, an endoleak was observed. After performing additional angiography, the physician felt that the leak was a type iii. The physician then successfully implanted an additional limb (B)(4) into the existing left limb (B)(4) however the endoleak was still present. The physician then implanted an additional limb (B)(4) within the existing right limb (B)(4), however the angiography showed that the endoleak persisted. The physician then successfully implanted 6 heli-fx endoanchors. Angiography then showed a reduced endoleak compared to the previous angiograms. The physician then decided to end the procedure. As per the physician, the cause of the event cannot be determined no additional clinical sequelae were reported and the patient is being monitored.